Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: guide wire stuck inside the nail. Review of event description: it was reported that the nail did not fit well on to the guide. Once implanted over guide wire, guide wire could not be removed through the nail. Everything was removed and with lots of efforts freed the wire. Brand new wire was tested which also resulted in it getting stuck, new nail was opened which worked perfectly with the guide and wire as it should. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: for the investigation of the complaint one cephalomedullary long nail 10 mm x 32 cm 125 ccd right (ref: (B)(4), lot: 2908918) and the wire guide were received. The cmn nail shows slight signs of usage on the inner wall of the proximal part due to connection with the nail guide and some more obvious wear areas at the distal tip due to connection with the wire guide. Moreover, it is possible to see some relatively more worn zone at the middle height of the deep hole of the nail which is possibly related to excessive pressure applied by the wire guide on the nail. No material deficiencies were observed. The ball tip of the wire guide shows also wear and slight plastic deformation at the perimeter of the max diameter. Measurement of the guide wire with the micrometre gave the results : diameter of the ball tip of the guide wire: 4.76mm. Diameter of the main guide wire: 3.00mm. It is confirmed that the wire has correct deminsions according sto pecifications. (See warsaw split case for the wire guide, (B)(4), MFR 0001822565-2017-07644 and MFR 0001822565-2017-07645). It has been tried multiple times to insert the guide wire through the long nail and then remove again. In none of the trials the wire got stuck in the nail as it was reported. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Inspection plan according drawing 063.285.337 rev7: characteristic no.13 "diameter ( 4.8 0.05/-0.05 )", inspection by means of "limit plug gauge and test pin cannulation", 100% inspected (pcr5-35991), deburring: limit plug gauge surgical technique for zimmer® natural nail® system cephalomedullary standard nail was reviewed. The correct use of the wire is explained in the surgical technique. It is stated on the page 7: " place a 3.0 mm x 100 cm ball tip guide wire or tear drop guide wire through the entry cannula, all the way into the distal femur. To aid in manipulation, bend the tip of the guide wire at about a 10 degree angle 5 cm from the end. Caution: if the guide wire is bent shorter than 5 cm from the end of the wire and/or more than 10 degrees it may be difficult to remove from the nail. If the wire becomes lodged inside the nail, utilize the guide wire gripper and mallet to remove the guide wire from the nail." Further, it is stated on the page 13: "remove the guide wire from the nail using the guide wire gripper." Under the nail assembly and insertion section. Conclusion summary: according to the reported event, the wire guide was stuck in the cephalomedullary long nail and it was very difficult to remove. The product investigation of the nail did not confirm any deficiencies. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Inspection plan of the nail shows that the deep hole of the product 100% inspected/tested via test pin cannulation. Possible causes leading to the reported event include the wrong use of the instrument. It is indicated in the surgical technique to remove the wire guide from the nail by using the guide wire grapper. It is possible that the surgeon did not use the wire grapper. The functional test showed it was even possible to remove the wire guide by hand. Therefore, no problem related to the nail component was found. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 the guide wires could not be removed through the cmn femoral nail, ccd 125, right, 10 mm, 32 cm. Upon replacement of the nail (a 10x34 nail was used) it worked perfectly with the guide wire.